Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt is reported to have developed seroma, cellulitis and a hernia recurrence after implant of the graft. However, no medical records have been provided. Both seroma and recurrence of the tissue defect are listed as potential adverse reactions in the product's instructions for use. A mfg review tht included review of sterility records was performed and did not find evidence of a mfg related cause for the reported event. Additionally, no sample has been returned for eval. We have contacted the initial rptr to obtain add'l info and to request that a sample be returned for eval. If add'l info is rec'd, a supplemental MDR will be submitted.

Event description:
Based on info reported by the pt: on (B)(6) 2011 - pt underwent an incisional hernia repair where a xenmatrix mesh was placed. On (B)(6) 2011 - pt was hospitalized with an abscess in the area of the hernia after complaining of pain following surgery. On (B)(6) 2011 - pt required home health visits to manage a seroma. On (B)(6) 2011 - pt developed cellulitis. On (B)(6) 2011 - pt developed a recurrent hernia. The pt scheduled a f/u appointment with the surgeon to discuss treatment options. The surgeon wants the pt to lose more weight.